Event description:
It was reported that the patient had dizziness and shortness of breath from time to time especially walking up steps. The clinic was unable to confirm that the symptoms were unrelated to the device. The patient cancelled the follow-up appointment and has not been seen since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.